Manufacturer narrative:
The device was received for evaluation. During functional testing, 'sporadic upstream occlusions - constant' was not reproduced. A review of the history log revealed multiple events of "upstream occlusion!" However testing failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be ultrasonic sensor was out of calibration and unable to calibrate. The processor printed circuit board (pcb) requires replacement to address this issue. During evaluation, the device air-in-line occurred after the conclusion of upstream occlusion testing. The cause was identified to be processor printed circuit board (pcb) which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had sporadic upstream occlusions - constant. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.